Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged nocturnal hypoglycemia while using the ilet, attributed by the care team to difficulty hearing device alerts and alarms during sleep; the lowest documented glucose was 49 mg/dl and glucose was taken to correct the event, with the device alerting to the low. Symptoms included hypoglycemia without reported additional clinical manifestations. Outcomes included no need for external assistance and no medical intervention or hospitalization. Investigation included review of product performance and user feedback, including the recommendation to use the bionic circle app for louder alerts and confirmation from the care team that a newer software version presented louder volume. Investigation of this case revealed that the device alerted as designed and that alarm audibility concerns were mitigated with the updated software and app-based notifications, while the specific precipitating cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.